Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #10 it was verified its non- osseointegration. 45 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type ii.